Manufacturer narrative:
Investigation found that pump had error code 13 in pump's history. New pcb board was replaced to solve the issue. Reference recall # z-0294-2013.

Event description:
Customer stated that pump repeatedly alarmed error code 13.